Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programs would not increase in amplitude. As a result, the patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Reportedly, impedances tested high on multiple contacts. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken during which time the lead was explanted and replaced with a new model. Effective therapy was achieved postoperatively. The issue is resolved.